Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing of myopotential noise resulting in two inappropriate shocks and hospitalization. Device data was sent to rhythmcare for review. Data review determined the smart pass feature was found to have been deactivated prior to the delivered therapy. The device data also determined the shock impedance measurements also increased, however remained within normal limits. X-rays were completed to further evaluate the system integrity. Review of the x-rays determined there was indication of air entrapment around the device header. Rhythmcare then provided further troubleshooting options to be considered at the next follow up appointment. This device system remains in service. No additional adverse patient effects were reported.